Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0pq91, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported her left hand started trembling once she turned ins (implantable neurostimulator) back on. Event date: (B)(6) 2015. Indications for use was noted as : gastrointestinal/pelvic floor additional information received reported the patient complained of hand tremor so the doctor replaced the lead on (B)(6) 2016. It was noted that the troubleshooting performed resulted in showing the patient had normal impedance and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.